Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the image getting failed intermittently with an incompatible scope error (e315) was traced to component failure, however the cause of the foreign objects found on the connecting tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects on connecting tube, and the image failed intermittently with an incompatible scope error (e315). There was no patient involvement.